Manufacturer narrative:
(B)(6).

Event description:
Information was received that during the use of a smiths medical portex cuffed blue line ultra suctionaid tracheostomy tube, the customer found water in the pilot balloon. No adverse patient effects were reported.